Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the vitrectomy probe failed to aspirate, and air bubbles were observed exiting the probe tip during cataract and vitrectomy combination surgery. The surgery was completed on the same day by replacing the product with new one. There was no patient impact.

Manufacturer narrative:
Additional information provided in h.6. B5. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the vitrectomy probe failed to aspirate, and air bubbles were observed exiting the probe tip during cataract and vitrectomy combination surgery. The surgery was completed on the same day by replacing the product with new one. There was no patient impact. Additional information was received via health authority that the vitrectomy probe could not cut.